Event description:
Device 1 of 3. Reference report # 1627487-2013-23242; 1627487-2013-23252. The pt has 2 model 3166 leads (from the same lot) implanted as part of her scs system. It was reported the pt experienced ineffective stimulation. Diagnostics indicated low impedance readings on multiple lead contacts. X-rays were taken and did not reveal lead migration. It was also reported the pt does not use her scs system. Additional reprogramming will be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.